Event description:
Device report from synthes europe reports an event in sweden as follows: it was reported that a variable angle ¿ metatarsophalangeal 1 revision plate (va-mtp) broke postoperative. The original date of implant is unknown, but the surgeon confirmed that the patient was ¿non-compliant.¿ the surgeon also believes that the construct may have been too stiff with the locking screws. No additional information available. This report is for one (1) unknown va-mtp 1 revision plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The box for "evaluation summary attached" was marked in error on the initial medwatch. The device was "not returned to manufacturer" - this box has been checked as correction to this field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. This report is for one (1) unknown variable angle ¿ metatarsophalangeal (va-mtp) 1 revision plate. Implant/explant dates: unknown. PMA/510 (k) # :as specific part and lot numbers for the complainant part were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.